Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath tip is confirmed; however, the exact cause is unknown. One photograph of a peel-apart sheath was returned for evaluation. An initial visual observation of the photograph showed the sheath split in half. One half of the sheath exhibited some slight folding/buckling at the tip of the sheath. Use residue was observed on both halves of the sheath. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2026; while performing a central venous catheterization procedure on a patient, the nurse strictly adhered to aseptic techniques and standard operating procedures. After successfully inserting the guidewire through the sheath and withdrawing the sheath from the blood vessel, a visible abnormality in the sheath¿s appearance was observed under direct visual inspection. Specifically, the tip of the sheath exhibited an irregular, uneven defect that was not caused by puncture or normal wear and tear; there were visible fine protrusions or burrs, and the surface did not meet the standard for smoothness. After the sheath was withdrawn, the patient¿s vital signs remained stable, and no obvious clinical symptoms appeared immediately.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.